Manufacturer narrative:
The customer did not return the suspected contour next one meter for evaluation. Therefore, a device history record was reviewed for the meter and no manufacturing anomalies were found.

Manufacturer narrative:
The packaging records were reviewed for the suspected contour next one meter which showed that the meter was set with the correct unit of measurement as mg/dl for the us market.

Manufacturer narrative:
The customer returned the suspected contour next one meter for evaluation. It was verified that the returned meter was manufactured for the us market and distributed in the us. Therefore, the unit of measurement was correctly displayed as mg/dl.

Manufacturer narrative:
The patient/family was the initial reporter, so personal information was not entered. No information was captured as the customer's age and weight were not provided.

Event description:
The customer from (B)(6) reported that his contour next one meter was reading in mg/dl instead of mmol/l. There was no allegation of an adverse event. The customer was advised to return the device for evaluation. A replacement meter kit was sent to the customer.